Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous high results for 2 patients tested for sodium on a cobas b 221 instrument compared to a cobas 6000 c (501) module. Patient 1 initial sodium result from the b 221 instrument at 3:55 p.m. Was 176.7 mmol/l. A fresh, venous sample was obtained for the c501 module and the result at 4:12 p.m. Was 139 mmol/l. Patient 2 (male, (B)(6)) initial sodium result from the b 221 instrument at 6:53 p.m. Was 174.3 mmol/l. A fresh, venous sample was obtained for the c501 module and the result at 7:41 p.m. Was 140 mmol/l. Neither patient was treated incorrectly nor were they adversely affected. The sodium electrode lot number and expiration date were not provided. The reference electrode and the sodium electrode were both installed on (B)(6) 2017.

Manufacturer narrative:
Procode was corrected.

Manufacturer narrative:
The sodium electrode lot number was 21564847 with an expiration date of 02-jun-2017.

Manufacturer narrative:
The sodium and reference electrodes were returned for investigation. Visual inspection of the electrodes showed no damage. The sodium electrode contained a normal volume of solution. Both electrodes were installed on 2 different b 221 instruments at the investigation site and blood was measured at 3 sodium levels. The same blood was measured on a reference b 221 instrument and was compared to the results received with the returned electrodes. The customer's complaint could not be reproduced. The returned electrodes meet specification. Based on the data provided, the investigation was unable to determine a definitive root cause.